Event description:
A charge nurse reported that the surgeon felt, there was little or no phacoemulsification power during cataract with intraocular lens implant procedure, involving three pts. The cases were able to be completed without pt harm.

Manufacturer narrative:
The company representative examined the system and no problems were found. The company representative check three phaco handpieces and no problems were noted. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).